Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, large suturecut needle driver instrument had 6 remaining lives. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: reporter confirmed the issue with the large suturecut needle driver was related to a broken wire. There was a delay of less than 15 minutes. Reporter confirmed the issue was identified on (B)(6) 2024. No material detached/broke off from the portion of the device that enters the patient. There was no patient injury. The instrument is available for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.